Event description:
As reported, in 2005, this pt was implanted with a gore excluder aaa endoprostheses. At an unk date, the trunk-ipsilateral component had migrated distally attributing to a large proximal endoleak. In 2006, this pt underwent a reintervention and was implanted with two gore aortic extender components and a palmaz stent. Imaging performed in 2008, demonstrated complete occlusion of the aneurysm. The pt is in stable condition.

Manufacturer narrative:
A review of the mfg paperwork is being conducted.